Event description:
The customer was hospitalized for high blood sugar levels. It was indicated that the customer went to school without checking blood glucose and began to feel ill. The customer conveyed that infusion set had fallen out of body. Troubleshooting was done on the pump and it passed the functional tests.